Event description:
It was reported that an inflatable penile prosthesis (ipp) implant surgery was aborted because "midway through primary penile implant surgeon had difficulty placing cylinders inside the patient after dilatation. Upon inspection the surgeon realised he had perforated the patient urethra. A discussion was had about repairing the urethra and using malleable rods (spectra) as space saves, but decided not to proceed, as the patient also suffers heart disease and the infection risk was to high. The surgeon repair the perforation and will proceed with the implant in 3 months based on urethra healing." The urethra was repaired and no device components were implanted.